Manufacturer narrative:
The driveline infection and pump exchange events were reported under medwatch MFR report number 2916596-2016-00614. The event occurred at (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. A correlation between the device and the reported hernia could not be conclusively determined. During a pump exchange, the patient's driveline exit site was shifted from the right side to the left side. Following the operation, a hernia was noted at the original exit site and the patient underwent a surgical abdominal incisional hernia repair on (B)(6) 2016. The pump that was exchanged was returned, evaluated, and reported under medwatch MFR report number 2916596-2016-00614. A direct correlation between the evaluation of the device and the reported hernia could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an infection at the driveline exit site and omentum plombage was performed; however, the infection was uncontrollable. As a result, the patient underwent a pump exchange. When implanting the new pump, the driveline exit site was shifted from the right side to the left side of the abdomen. After the operation, a hernia was seen at the previous driveline exit site. On (B)(6) 2016, a surgical procedure for abdominal incisional hernia repair was performed. No further information was provided.